Manufacturer narrative:
E.1.: initial reporter details are unknown. G.2.: country of origin is japan. G.4.: this product is not marketed in us but a similar device with product number c01a with 510(k)# k041584 and UDI (B)(4) is marketed in us. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a user facility via a manufacturer representative regarding a device used in bkp - transcutaneous ver tebroplasty. It was reported that when the contents of c01a-j were opened, it was confirmed that a small liquid polymer vial of cement had been partially damaged and that the liquid inside had leaked into the case. The device was not used as is and was replaced with a new one that was available as a backup. There was no patient involvement reported. There were no further complications reported regarding the event.

Manufacturer narrative:
H3: product analysis: part # (B)(4); lot # el70355. Visual inspection confirmed that the polymer in the vial has leaked in the package. The vial appears to have been damaged during the shipping process. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.